Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was admitted to the hospital. The pt continued to wear the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data file. Review of data does not indicate any device malfunction related to the defibrillation event. Event manufacture date and usage of device: monitor (B)(4) - reuse. Electrode belt (B)(4): 08/2012 - reuse. Add'l inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) clinical trial (B)(4) ((B)(6) per pt-month with (B)(6) confidence).

Event description:
A us distributor contacted zoll on (B)(6) 2015 to report that a pt experienced an inappropriate defibrillation event. Atrial flutter with a rapid ventricular response at 201 bpm contributed to the false detection. The pt was at a nursing/rehab center at the time of the event. The facility staff reported hearing the alarms. The response buttons were not pressed during the entire. The pt was admitted to the hospital following the treatment. The pt continued to wear the lifevest.